Event description:
A nurse reported via phone call the customer's insulin pump alarming battery out limit, and that the insulin pump's esc button was unresponsive, so the alarm couldn't be cleared. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's mother was contacted by the nurse, and called the helpline to confirm the return and replacement. The customer's reported blood glucose value was 176 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.